Event description:
It was reported that, the footswitch was not functioning properly. There was corrosion on both pedals of the footswitch. This causes the pedals to stay depressed even after removing the foot. There was no patient involved.